Event description:
Patient reported experiencing high blood glucose (500 - 600 mg/dl), for the past 2 weeks. They indicated that, while hospitalized, awaiting a pancreas transplant, they indicated that, while hospitalized, awaiting a pancreas transplant. Their blood glucose measured 697 mg/dl. Pt self-treated by delivering insulin, via injection, as well as by programming additional boluses. They stated that they believe the device is not working correctly, and is at fault for high blood glucose. No error messages were generated by the device.